Event description:
The pt received two leads with the same lot number. The physician opted to explant the scs system because it was no longer providing effective stimulation relief. The physician explanted the system and it was reported no product was to return.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.